Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 15 mmol/l. It was stated there were no significant events leading to the keypad issues. Customer was to discontinue use of the device and revert to a back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.